Event description:
During a ptca/stenting treatment procedure, balloon deflation difficulties were encountered with the maverick2 monorail 12/4.0mm balloon. The lesion being treated was an 80% stenotic lesion in the left coronary artery branch. After a taxus liberte' stent was implanted, the physician planned to postdilate the stent with this maverick2 monorail balloon. The maverick2 monorail balloon was inflated to 12 atms at the left coronary branch, but when the physician attempted to deflate it, the balloon could not be deflated. Many maneuvers were performed, but were unsuccessful. The physician decided to remove the balloon in its inflated state inside the coronary artery. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good.'